Event description:
The pump was returned to the biomedical dept with an insigned note stating, "alarm did not sound." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.